Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that they have been on the insulin pump for 6 weeks and they have been having issues with bent cannulas. The patient's blood glucose level was unknown at the time of the message.